Event description:
It was reported that an alert was observed on this implantable cardioverter defibrillator (ICD) system for high out of range shock impedance. Review of device data also indicated there was fine right ventricular (rv) noise observed on a recent ventricular tachycardia (vt) episode. This noise was not oversensed by the ICD device. The healthcare provider (hcp) indicated that the patient was subsequently brought into the clinic the following day and all testing performed on the system was normal with no elevated pace impedances or noise observed. The hcp reviewed this information with the electrophysiology (ep), and they are planning to recheck the patient via the remote monitoring system in one (1) month. The products remain in-service. No patient symptoms or adverse patient effects were reported.